Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a patient was not appearing under a nurse view in the system, despite the patient being physically present on the unit and correctly listed virtually. The customer stated that the patient had to be virtually transferred to another unit within the site and then transferred back to the correct unit before the nurse could see the patient. The customer also reported that this issue had occurred at least once before on the same device, while other devices did not appear to have this problem. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a patient had not appeared in the nurse¿s pyxis view even though the patient was present in the correct unit, and visibility was restored only after virtually transferring the patient to another unit and then back to cel030nicu. A technical support specialist tss found that the patient¿s admit messages lacked a unit assignment until the later reassignment, which finally allowed the station to recognize the patient¿s location. This issue had reportedly occurred at least once before on the same device, and the nurse had been unable to find the patient using facility search. Further the tss followed up to see if messages from admissions need to be adjusted, confirming if global search was able to find patient. The customer would reach out if any issue persisted. The system functioned as intended after the technical support specialist assessed the device.